Event description:
It was reported that a patient presented with high pacing impedance and capture threshold noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were noted.